Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial #: (B)(4), ubd: 11-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 5 mg/ml at a dose rate of .24 mg/day via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was implanted in their buttocks. A therapy change for the patient had prompted a dye study to be performed. The dye study was unsuccessful. A catheter revision was then scheduled and on (B)(6) 2018, a kink in the catheter was found. The company representative did not know the location of the kink. It was noted that a two-minute bolus was performed from the pump and they saw a drip of fluid from the pump segment of the catheter. The physician had replaced the connector with the collets and attached the two ends again. Refer also to MFR report # 3004209178-2018-24239 for a subsequent event.